Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 28-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 16-mar-2018 with the following findings: the pump's black box showed an unexplained pump reboot event. The battery compartment was found to be cracked. The battery cap was fastened to the pump and then unscrewed a half turn with the pump maintaining power. No power interruption was observed during the investigation. The alleged issue could not be duplicated.